Manufacturer narrative:
The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Additional h-3 summary: received for evaluation one opened actual sample of product code eh7350, lot mmh720 and an unopened sample of product code f2520, lot mkr888 for comparison. The opened sample was analyzed by incident reported; the print information of the needle on the paper lid is needle type cp-1, length 36 mm and curvature fraction ½ c. The requirement of the product codes eh7350 and f2520 were search in system. The description of the product code eh7350 is related to drill needle, raw wire diameter 40 mil, needle sales type cp-1, curvature fraction ½ c and length 36 mm with green ethibond suture in diameter 1¿ and length 75 cm. In the product code f2520 the description is a drill needle, raw wire diameter 33 mil, needle sales type cp-1, curvature fraction ½ c and length 36 mm with green ethibond suture in diameter 1¿ and length 75 cm. According of the characteristics of both codes, the needles are different. However, no incorrect component issues were found, as the code eh7350 meet the finish good requirements and the code f2520 meet the finish good requirements as well.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned.

Event description:
It was reported that there is a difference in needle types. There was no patient involvement reported.